Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the device was successfully implanted; however, the patient developed pvl (paravalvular leak) at the medial commissure and hemolysis a couple of days after the procedure which required a vascular plug and two transfusions. Per the doctor, the pvl grew. Grade was not provided. The procedure was completed. The patient was discharged.